Manufacturer narrative:
The sample was discarded by the user facility and therefore unavailable for review. Based on the information provided and not having the sample, root cause for the issue experienced by the user cannot be determined. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date there have been no other reported complaints for this is the only reported complaint for this production lot of 113 units released for distribution in march, 2019. Discarded.

Event description:
It was reported that during a case on (B)(6) 2019 the positioning system of a bard ventralight st w/ echo 2 ps partially detached just after the device was inserted into the abdominal cavity through a 12mm trocar. The entire echo 2 ps was removed without issue and fixation was performed manually. As reported surgeon was a first time user of the device and the mesh was rolled and inserted in the correct fashion.